Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the blade broke shortly after use during a functional endoscopic sinus surgery (fess) procedure. The device did not break into pieces. There was a delay of less than an hour. The blade was switched out to complete the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner assembly showed resistance while spinning by hand. The inner hub was pushed away from the front hub by approximately .09¿. There was no damage to the tip. When viewed under magnification, there was damage to the hubs: dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; and locking area deformation caused by the back side of the front collet of the handpiece. If information is provided in the future, a supplemental report will be issued.